Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction. It was noted that details of the issue included the patient turning on the implantable neurostimulator (ins) after a brief recharge session. On (B)(6) 2014, the patient was instructed to hold down the appropriate two buttons on the charger and the ins stopped the overstimulation. The reporter noted that it was a known risk with ins¿s before the recent software upgrade, but the patient had not been seen to receive the update to his ins. The error code associated with the power on reset (por) was unknown. It was determined that turning on the ins after a brief charging session and a 25% charge capacity caused the por. The patient was now doing fine and had an appointment scheduled on (B)(6) 2014 for a software upgrade. It was uncertain if the patient was using his stimulation. It was noted that there was no communication since (B)(6) 2014. It wa further reported that the patient was without stimulation for less than 30 days when the overdischarge occurred. It was noted that the reporter already interrogated the ins and existed prior to the report but did not note a por code upon interrogating with the clinician programmer. It was noted that the recharger stat charge dates were captured and the only available ones were from the day prior to the report and the day of overstimulation on (B)(6) 2014. It was noted that the ins had been turned off until the day of the report. At the time of the report, the stimulation was on and was giving good relief. It was noted that the adaptive stimulation was working correctly. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported that there was an overstimulation sensation. The reporter noted that the patient was in the emergency room at the time of the report with an overstimulation and in terrible pain. The recharger was showing a power on reset (por). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.